Event description:
Affiliate reported that the sensor was not detected by the icp monitor. The monitor was changed twice without results. Another ventricular catheter kit had to be used.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.